Event description:
It was reported that medfusion 4000, over-infusing medication. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top and bottom case were cracked and tamper seals were removed. Review of the event history log (ehl) showed an occurrence of "syringe empty" but no occurrences of "complete." The ehl also showed that the syringe plunger position was at 1.2493 inches at the start of the infusion. 1.2493 inches syringe position is equivalent to .33 ml syringe mark. This indicates the syringe was not fully loaded by the customer at the start of the infusion, which explains why the syringe was emptied over 10 minutes. The investigation ran the customer's program using 1ml bd syringe, started at syringe position of 1.2496 inches. The syringe was emptied over 10 minutes infusion as expected. Therefore, the reported problem was customer induced because customer did not load the syringe with correct amount of medication at the start of the infusion. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.